Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: 2019-52191.

Event description:
Corrected information was received indicating that a system message appeared when the system was started before a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the light sources do not work. Event details are unknown. Additional information has been requested.